Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector latch was broken, the output connector assembly was broken. The display wires were pinched but the insulation was not compromised and it was additionally noted that the device needs the updated battery shorting bar design.

Event description:
It was reported that during testing, it was discovered that the external pulse generator's (epg) ventricular channel connector latch was broken. The connector remained electrically functional but the customer was concerned about the prospect of the connector becoming detached while in use with a patient. The epg was returned for service. There was no patient involvement.